Manufacturer narrative:
H3. Device evaluated by MFR?; code 81 - device evaluation is not necessary because the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a post-op hematoma and was brought back into surgery. Surgeon cleaned out and re-sutured the incision. Device was noted to be working fine and lead impedance within normal limits. Additional information was received noting that the physician assessed that the hematoma was at the generator site and is a risk that is present at the surgical site anytime surgery is performed device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Device evaluation is not necessary as root cause is known. No other relevant information has been received to date.